Event description:
It was reported that the ventilator stopped ventilating and a clicking noise was heard after the pt coughed. The pt was manually ventilated until the ventilator was exchanged. There was no harm to the pt. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The field service engineer (fse) who was dispatched to the hospital after the event examined the ventilator, downloaded the logs, and received detailed information of the event. The fse performed pre-use checks and safety checks, all were successful. No parts were replaced and the ventilator was returned to service. The logs contain several check tubing alarms, which corresponds to the event date. The alarm in this scenario indicates that there had been an excessive leakage. Directly after the event, the patient circuit was tested and, according to the logs, there was a leakage of approximately 0.5 liters, which correspond to a 20% leakage. According to information, the customer had connected a bacteria filter on the wrong side of the expiratory cassette which rose the pressure slightly on the patient circuit. The event was triggered when the patient coughed, and most likely, there was a disconnection/rupture in the patient circuit. The ventilator will sense the extubation of the patient and blew out into the open air. The clicking noises that were heard in connection to the event, was the safety. Valve system of the ventilator assuring that the leakage was not internally located. Our conclusion is that there was no malfunction of the ventilator, but the patient circuit became disconnected. The reason why there was a high leakage in the patient circuit has not been determined, since the patient circuit hasn't been returned for our investigation.